Event description:
Caller reported a minimum fill notification related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge, but reloading the same cartridge did not resolve the issue. Technical support instructed the caller to clean the pneumatic tap area of the pump and guided them through properly filling and loading a new cartridge. Loading the second cartridge resolved the issue, and the caller was able to place the pump back in its case and successfully resume insulin therapy.